Event description:
A (B)(6) customer who is also a (B)(6), ran a blood test on his contour usb and received a reading of 16 mmol/l. He then ran his blood on two contour meters from the ambulance and received readings of 6.9 and 7.1 mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.